Event description:
It was reported that during a total laparoscopic hysterectomy procedure, when the surgeon was firing the device, the reload moved distally. So the surgeon used same like product (new device) to complete the surgery. After discussion with the surgeon it seemed probably that the device was reloaded incorrectly. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.